Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("genital bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("anxiety"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("bloating") and alopecia ("hair loss"). In 2013, the patient experienced anaemia ("anemic"), nausea ("nausea"), back pain ("back pain") and pain in extremity ("leg and foot pain"). In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, nausea, back pain and pain in extremity had resolved, the menorrhagia, anxiety, migraine, headache, anaemia, dyspareunia and abdominal distension outcome was unknown and the fatigue and alopecia was resolving. The reporter considered abdominal distension, alopecia, anaemia, anxiety, back pain, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was deployed into the tube without difficulty leaving 4 coils visible in the intrauterine cavity. Most recent follow-up information incorporated above includes: on 7-jan-2019: plaintiff fact sheet- events abnormal bleeding (vaginal, menorrhagia), anxiety, migraines / headaches, anemic, nausea, dyspareunia (painful sexual intercourse), pain, fatigue, bloating hair loss were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids, anemia, migraine, menometrorrhagia, polymenorrhoea and adenomyosis. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), abdominal distension ("bloating"), anxiety ("anxiety"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). In 2013, the patient experienced back pain ("back pain"), anaemia ("anemic"), nausea ("nausea") and pain in extremity ("leg and foot pain"). In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital bleeding"), autoimmune disorder ("autoimmune-like symptoms"), endometriosis ("endometriosis") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, genital haemorrhage, vaginal haemorrhage, nausea and pain in extremity had resolved, the menorrhagia, abdominal distension, anxiety, migraine, headache, anaemia, dyspareunia, autoimmune disorder, endometriosis and ovarian cyst outcome was unknown and the fatigue and alopecia was resolving. The reporter considered abdominal distension, alopecia, anaemia, anxiety, autoimmune disorder, back pain, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian cyst, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was deployed into the tube without difficulty leaving 4 coils visible in the intrauterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: diagnosis: a) uterus bilateral fallopian tubes and ovaries, cervix (hysterectomy with bilateral salpingo- oophorectomy) : 206 gram globoid uterus. Serosa: no fibrous adhesions. Cervix: mild chronic endocervicitis with reactive squamous metaplasia; nabothian cysts. Endometrium: late secretory phase. Myometrium: diffuse adenomyosis. Bilateral fallopian tubes: benign paratubal cysts. Bilateral ovaries: hemorrhagic corpus luteum, corpus albicans. Negative for dysplasia or malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids, anemia, migraine, menometrorrhagia, polymenorrhoea and adenomyosis. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), abdominal distension ("bloating"), anxiety ("anxiety"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). In 2013, the patient experienced back pain ("back pain"), anaemia ("anemic"), nausea ("nausea") and pain in extremity ("leg and foot pain"). In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital bleeding"), autoimmune disorder ("autoimmune-like symptoms"), endometriosis ("endometriosis") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, genital haemorrhage, vaginal haemorrhage, nausea and pain in extremity had resolved, the menorrhagia, abdominal distension, anxiety, migraine, headache, anaemia, dyspareunia, autoimmune disorder, endometriosis and ovarian cyst outcome was unknown and the fatigue and alopecia was resolving. The reporter considered abdominal distension, alopecia, anaemia, anxiety, autoimmune disorder, back pain, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian cyst, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was deployed into the tube without difficulty leaving 4 coils visible in the intrauterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: diagnosis: a) uterus bilateral fallopian tubes and ovaries, cervix (hysterectomy with bilateral salpingo- oophorectomy) : -206 gram globoid uterus. -serosa: no fibrous adhesions -cervix: mild chronic endocervicitis with reactive squamous metaplasia; nabothian cysts -endometrium: late secretory phase. Myometrium: diffuse adenomyosis -bilateral fallopian tubes: benign paratubal cysts. -bilateral ovaries: hemorrhagic corpus luteum, corpus albicans. -negative for dysplasia or malignancy. Most recent follow-up information incorporated above includes: on 18-feb-2020: pfs received : events - "autoimmune-like symptoms, endometriosis, ovarian cyst" were added. Event of genital haemorrhage downgraded to non-serious. Reporter information, medical history and lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids, anemia, migraine, menometrorrhagia, polymenorrhoea and adenomyosis. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), abdominal distension ("bloating"), anxiety ("anxiety"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). In 2013, the patient experienced back pain ("back pain"), anaemia ("anemic"), nausea ("nausea") and pain in extremity ("leg and foot pain"). In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital bleeding"), autoimmune disorder ("autoimmune-like symptoms"), endometriosis ("endometriosis") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, genital haemorrhage, vaginal haemorrhage, nausea and pain in extremity had resolved, the menorrhagia, abdominal distension, anxiety, migraine, headache, anaemia, dyspareunia, autoimmune disorder, endometriosis and ovarian cyst outcome was unknown and the fatigue and alopecia was resolving. The reporter considered abdominal distension, alopecia, anaemia, anxiety, autoimmune disorder, back pain, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian cyst, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was deployed into the tube without difficulty leaving 4 coils visible in the intrauterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: diagnosis: a) uterus bilateral fallopian tubes and ovaries, cervix (hysterectomy with bilateral salpingo- oophorectomy) : -206 gram globoid uterus. -serosa: no fibrous adhesions -cervix: mild chronic endocervicitis with reactive squamous metaplasia; nabothian cysts -endometrium: late secretory phase. Myometrium: diffuse adenomyosis -bilateral fallopian tubes: benign paratubal cysts. -bilateral ovaries: hemorrhagic corpus luteum, corpus albicans. -negative for dysplasia or malignancy. Most recent follow-up information incorporated above includes: on 18-feb-2020: pfs received : events - "autoimmune-like symptoms, endometriosis, ovarian cyst" were added. Event of genital haemorrhage downgraded to non-serious. Reporter information, medical history and lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.